Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The procedure was smooth, with no known complications. A 27mm closure device was implanted with compressions of 17.8-21.8 percent, and there was no leak and no shoulder. Once the patient was home, the following morning complained of nausea and feeling unwell. The patient was advised to return to the hospital. The patient felt the same the following morning, worse perhaps, but still did not want to return to the hospital. Overnight the patient passed away in his sleep on (B)(6) 2025. The cause of death is unknown, and the procedure itself was unremarkable. After reviewing the images, the physician does not believe the death was device related.